Manufacturer narrative:
Event site name:(B)(6) event site telephone: (B)(6) additional information will be provided following the conclusion of the investigation.

Event description:
On 25th september, 2024 getinge became aware of an issue with one of surgical light - maquet powerled ii. It was stated that there was a power failure and the battery supply did not work. Therefore the lights went out during the operation and the surgeon was in the dark. Only when the emergency power generator was started up for the operation did they light up again. We decided to report the issue in abundance of caution as the extinction of surgical light system during procedure may cause serious injury in case of reoccurrence.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical light - maquet powerled ii. It was stated that there was a power failure and the battery supply did not work. Therefore the lights went out during the operation and the surgeon was in the dark. Only when the emergency power generator was started up for the operation did they light up again. We decided to report the issue in abundance of caution as the extinction of surgical light system during procedure may cause serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. According to the information received by getinge, the issue occurred during surgery. According to the technician it was not possible to reproduce the fault. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated, it is not possible to determine the root cause of this failure. Maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes . In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The initial reporter was operating room staff. The correction of d4 catalog #, d4 serial # and h6 component codes fields deems required. This is based on the internal evaluation. Previous d4 catalog #: ard569242911 corrected d4 catalog #: n/a previous d4 serial #: (B)(6), corrected d4 serial #: (B)(6). Previous h6 component codes: mechanical/dome//793 corrected h6 component codes: electrical and magnetic/battery//420.

Event description:
Manufacturer's reference number (B)(4).